Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently exhibited an error. The field service engineer confirmed that the system failed to boot as a result of the error. No patient serious injury or death was reported related to this event.